Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 512 mg/dl and 454 mg/dl. Customer was treated with manual insulin an current blood glucose was 390 mg/dl. Customer stated that drive support cap was normal, insulin exited at quick release and customer has been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not returned for analysis.